Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the second ruby coil evaluated. The pusher assembly was kinked in multiple locations. The embolization coil was detached from the pusher assembly and the sr wire was fractured. Conclusions: evaluation of the returned device revealed the ruby coils¿ sr wires were fractured. The microcatheter kicking out of the aneurysm during the procedure likely contributed to the fractured sr wires. Fracture of the sr wire will allow the embolization coil to detach and unravel. Further evaluation revealed the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint and the embolization coil of the second ruby coil were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2017-00725.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician experienced difficulty repositioning the ruby coil inside the gda using a non-penumbra microcatheter because of tortuous anatomy; consequently, the microcatheter kicked out of the aneurysm and the coil broke and unraveled. The physician attempted to remove the coil with a snare device; however was unsuccessful. The physician then reinserted the same microcatheter and attempted to advance a new ruby coil to continue the embolization; however, while deploying, the microcatheter backed out again, and this ruby coil also broke and unraveled. The physician attempted to snare the broken ruby coil, however inadvertently dissected the vessel; therefore, the procedure was ended at this point and the patient was transferred to the intensive care unit (ICU). As of (B)(6) 2017, the patient was considered stable and was discharged, and will undergo an additional procedure to place a stent over the partially placed ruby coil remaining inside the hepatic artery.